Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill was found in the ventilator. The expiratory channel pc board was replaced, the ventilator was cleaned and dried, tested normal and was cleared for clinical use. No parts were returned and no ventilator logs were provided. Ingress of liquid/corrosive substance on pcbs can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the liquid is unknown.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).